Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the implantable cardiac monitor (icm) was explanted.

Event description:
New information received that diagnostic anomaly by the insertable cardiac monitor (icm) was inappropriately recording and alerting for false atrial fibrillation (af) episodes which was discovered by remote monitoring follow up. The icm parameters were re-programmed. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited diagnostic anomaly. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. The device triggered a false eri alert consistent with exposure to cold temperature. Electrical and mechanical analysis performed indicated normal functionality, and normal measurements. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.